Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic post implant check. Multiple episodes of non-sustained ventricular oversensing were observed. Myopotential testing was performed, but the noise could not be reproduced. Elevated capture threshold and decreased pacing lead impedance were noted. External emi was suspected. Two weeks later, the patient presented back to clinic and further episodes of non-sustained ventricular oversensing were seen and noise was still not reproducible. High capture thresholds, low sensing and low pacing impedance were also observed. Chest x-ray showed that the lead did not appear to had moved significantly. Lead revision is planned in the near future. Patient is stable.

Event description:
New information received indicated that the lead had dislodged all the way back to the right atrium. There was not any slack on the rv lead. The physician attempted to reposition the rv lead but the stylet got stuck inside the lead and there were issues with the helix. The physician felt there was no issue with the rv lead but suspected patient manipulating with the device pocket and had very sticky blood. The rv lead was explanted and a new lead was implanted. The patient was in stable condition.